Event description:
Per the physician's assessment, the patient presented seven months after treatment with cosmoderm. The physician assessed the area by palpation and observed encapsulated non-inflammatory linear nodules at the prior treatment sites. The patient has no complaint with the nodular areas. In a sense, they are helping to correct the fine lines as desired. Follow up findings: the reaction is a probable sterile abscess formation cosmoderm. The physician performed incision and drainage of multiple absecesses and prescribed oral keflex.